Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Imdrf device code a0402 captures the reportable event of a balloon burst. Block h10: investigation results the returned cre fixed wire dilatation balloon was analyzed, and a visual examination found that the balloon burst. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was confirmed. The results of the analysis performed on the returned device found that the balloon burst. The burst found is likely to have occurred due to procedural factors encountered during the procedure, such as an excess of pressure, the interaction with other devices, or anatomical factors as well. All these factors and interactions could have interfered in the device performance and consequently, on the damage found in the balloon. Also, it is possible that interaction with any kind of sharp surface during the procedure could create friction on the balloon, causing the analyzed problem of the device. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an endoscopic esophageal dilation procedure performed on an unknown date. During the procedure, the balloon burst while dilating the esophageal stricture. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an endoscopic esophageal dilation procedure performed on an unknown date. During the procedure, the balloon burst while dilating the esophageal stricture. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.